Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl, clonidine, and an unknown drug for non-malignant pain. It was reported that the patient went to the healthcare provider yesterday for a refill and they made a small change in the amount of drug delivery for 24/7 by itself. The patient stated they came home and at midnight the handset was not updating the bolus information. The patient stated they get 17 boluses a day and the ptm was showing 5 bolus left, but they haven't had all the boluses. Patient stated the handset got stuck at 90% when connecting the ptm. The patient stated they have medication name ms in the pump but not sure what ms medication name is. The manufacturer's patient services specialist (pss) asked the patient to connect with the controller and controller show 5 bolus left and controller was stuck at 90% for a few minutes. Pss review ed information on the therapy detail screen. Pss assisted the patient with clearing the data on the handset. Pss asked patient to resync ptm and bolus information did not change on the screen. Pss reviewed that they cannot adjust bolus settings. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.